Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to non function and occlusion. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The ra lead was removed successfully with no complications. Using a spectranetics glidelight laser sheath, the physician was lasing near the distal part of the lv lead, close to the coronary sinus) when the lv lead freed. They were preparing for the rv lead extraction when the patient's blood pressure dropped. A small effusion was noted via transesophageal echocardiography (tee). Rescue efforts began, including pericardiocentesis and sternotomy. A small perforation was discovered at the coronary sinus (MDR #1721279-2022-00030). The physician believed the coronary sinus perforation occurred due to traction. The repair was successful and the patient survived the procedure. The physician decided to not attempt to extract the rv lead. He did not attempt to unlock the lld within the rv lead prior to capping, so both the rv lead and lld were cut, capped and remained in the patient. This report captures the lld which remained in the rv lead when it was cut/capped by the physician. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The device remained in the patient, thus no investigation could be completed. In the spectranetics IFU, it warns to not abandon a lead in a patient with an lld still inside the lead; severe vessel or endocardial wall damage may result from the stiffened lead or from fracture or migration of the abandoned device. The physician did not attempt to unlock the lld from the rv lead prior to cutting and capping the lld/lead. There was no evidence of malfunction of the lld.